Event description:
The pegasus moderate support wire broke off approx 2cm proximally to the tip in the mid rca, requiring 2 stents to isolate it between the struts and the vessel wall. No clinical complications. Pt was transferred to the post procedure area in stable condition.

Manufacturer narrative:
Product was returned to the (B)(4) mfg site and evaluated. The results of that investigation revealed no product deficiencies or failures found.